Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d9 and to provide the completed investigation results. The sample was no longer available; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal device was inserted into the sheath, the first click did not deploy the anchor. The anchor and the collagen were stuck in the sheath. When the doctor pulled back the angio-deal device it all came out together. They had to apply manual pressure to the patient. The procedure performed was left peripheral angiogram and balloon. The patient was in stable condition. Routine pre-lab tests were performed. No blood loss was reported. Additional information was received on 30jul2024: a 6 french procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. When withdrawing the device, the anchor and collagen were stuck in the sheath of the angio-seal device. This caused the doctor to lose access and he and his staff had to apply pressure to the femoral puncture site for fifteen (15) minutes until the bleeding stopped.